Event description:
It was reported to philips that the system could not emit x-ray. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another room. The customer reported that the system could not emit x-ray. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the customer refused service. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.